Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 2 had broken slides. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer removed all drawer reinstalled new drawer and readjusted center plate to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.